Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately after eleven years, CT demonstrated perforation of filter was at l1-l2 disc space where the seven prongs have perforated the ivc with maximum distance of 17mm and one prong perforated and extended into the right psoas muscle, 5 degree tilt at left and the diameter of ivc above the filter was 27mmx11mm. Approximately after two years, the patient was deceased. Therefore, the investigation in confirmed for perforation of the ivc, inconclusive for filter tilt and this complaint is involved with litigation. At this time, it is unknown the relationship between the filter and the reported death. Therefore, no additional action is required. However, based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; prong perforated the ivc and extends into the right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; prong perforated the ivc and extends into the right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately after eleven years, CT demonstrated perforation of filter was at l1-l2 disc space where the seven prongs have perforated the ivc with maximum distance of 17mm and one prong perforated and extended into the right psoas muscle, 5 degree tilt at left and the diameter of ivc above the filter was 27mmx11mm. Approximately after two years, the patient was deceased. Therefore, the investigation in confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as there is no clear evidence to confirm for filter tilt as it reported that the "5 degree tilt" at left. Based on the image review, scout image of CT abdomen and pelvis demonstrated no significant filter tilt. Axial CT images demonstrates the two posterior filter legs extend beyond the wall of the ivc and interact with right psoas muscle and the intervertebral disc. Three legs along the lateral wall of the ivc and three anterior and medial ivc filter legs extend beyond the ivc wall without interacting the adjacent structures. Coronal CT image demonstrated no significant filter tilt and the four posterior and medial ivc filter legs extend beyond the ivc wall without interacting the adjacent structures. Therefore, the investigation in confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt.however, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 (conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.